Event description:
Device 1 of 4. Reference MFR report#: 1627487-2013-11795, 11796, 11797. The patient had two extensions (from the same lot number) and four 3149 leas (one pair was from the same lot number and another pair was from the same lot number). It was reported the patient's scs system was explanted due to an infection. The exact date of explant is unknown, but allegedly occurred within a few months of the patient being implanted. It is assumed the infection has resolved due to the patient being reimplanted on (B)(6) 2011.

Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.